Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred after a post market clinical study (masters d2) in which a patient (clinical ID: (B)(4)) underwent an unknown spinal procedure. It was reported that a screw broke at s1. Patient had pain in the lumbar spine l5 / s1 and appearance of the left leg dermatome. It was reported that the event did not occur during a procedure, but was found during follow up. No other patient injury / complication was reported.

Manufacturer narrative:
Product identifier is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.